Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the issue occurred during colectomy functional end to end anastomosis. The surgeon used a device for ileo cecal area resection. The first and the second firings for specimen extraction were successful. For the third firing for functional end to end reconstruction, the surgeon squeezed the handle, however could not staple the tissue. It was harder than usual for them to connect the reload to the handle. The procedure was completed with another device. No patient harm.